Event description:
During a 26 gauge PICC line dressing change, the PICC catheter broke from the hub. The break occurred approximately 0.5cm past the disc portion of the catheter. It is unknown why the catheter broke.